Manufacturer narrative:
(B)(4). Unable to determine the cause of the reported check valve failure. Although requested, the device has not been received. A f/u report will be submitted with eval results should the device be received for investigation.

Event description:
The customer reported a defective check valve. Medications involved were: meropenem 1 gram in 100 ml of 0.9% nacl (secondary) with 500 ml 0.9% nacl (primary). There was no pt harm or medical intervention required as a result. Although requested, no further pt or event info was provided.